Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown cage/ spacers: syncage/ unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article: nishikawa m, et al (2016), outcome of anterior cervical decompression and fusion for cervical spondylotic myelopathy examination of the fixation methods and number of fusions, jpn j neurosurg, volume 25, number 9, page 754-763, (japan). This study examined the outcomes of anterior cervical decompression and fusion (acdf) for cervical spondylotic myeloradiculopathy, including the improvement rate of neurological symptoms and the time period of stabilization and lordosis, and then compared them among each groups of fixation methods and number of fusions. From january 2004 to march 2014, 330 patients who underwent anterior cervical decompression and fusion for whom 1 year or more had passed since surgery (mean follow-up period of 4.1 years) were included in the study. Of these patients, 180 were implanted with an unknown synthes syncage. The syncage group consisted of 108 men and 72 women with a mean age of 65.2 years (range 35 to 80 years). 84 of them had a single level fusion, 86 with 2 fusion levels, and 10 with 3 fusion levels. The follow-up period ranged from 1.0 years to 10.1 year (mean 4.0 years). Complications were reported as follows. 7 patients had c5 nerve palsy. 2 patients had transient dysphagia. 2 patients had posterior cervical pain. All of these symptoms disappeared after 2 weeks to 3 months. (1 level fusion): 1 patient had an adjacent lesion and underwent reoperation. (2 levels fusion): 1 patient had an incomplete stabilization. 3 patients had complication. 1 patient had an adjacent lesion and malalignment an underwent reoperation. (3 levels fusion): 1 patient had an incomplete stabilization. 1 patient had a malalignment and underwent reoperation. This report is for the unknown synthes syncage. This report is 1 of 1 for (B)(4).